Manufacturer narrative:
(B)(4). G2 : foreign country: germany. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that device was sent in for maintenance where it was discovered that it had a calibration issue, a damaged cutter and handle, a worn roller, a stuck cutter, and needed a side plate replacement. These issues did not cause any problems or endanger any users or patients. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the most recent repair record determined the device failed the test mesh, the cutter was damaged and stuck in the side plate, the roller was worn, the handle was damaged and the unit was out of calibration. The roller, cutter, and handle were replaced, the side plates were updated and the device was recalibrated and resolved the reported issue. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.